Manufacturer narrative:
The device was returned to olympus for inspection and the initially reported failure no image was not confirmed, the additionally reported failure distortions of image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: he charged coupled device is broken and therefore worm-like-image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: there was no total image loss, but distortions in image. Laparoscopic surgery was completed with the same instrument.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had no image. There were no reports of patient harm.